Event description:
Patient presented to the physician with the ipg moving in the pocket causing pain. Physician brought the patient into the operating room, opened the ipg pocket, removed excess scar tissue, re-sutured, and closed the site.